Event description:
It was reported, the disposable leaked. The patient came in to change his blinatumomab bag at the (B)(6). He placed a compress over the infuser valve, because it was leaking. The patient reported, that this has already happened three times. Each time there was a loss of product. Patient wrapped a pad around the valve while waiting. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. A functional test was performed and the reported issue was duplicated. Leakage was present in the filter air vent. It was determined that the most probable cause was due to using solutions that contained high levels of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6), corrected data: h6: health effects, clinical signs and symptoms or conditions.